Manufacturer narrative:
(B)(6), 2011. The analysis on this device is pending.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4).

Event description:
At the implantation procedure, the device was taken out and ready to attach to leads when it was noticed that the header on this pacemaker was loose. The device was not implanted, a new reply dr was implanted.

Event description:
At the implantation procedure, the device was taken out and ready to attach to leads when it was noticed that the header on this pacemaker was loose. The device was not implanted, a new reply dr was implanted.